Manufacturer narrative:
A complete lead was returned in one piece measuring 64.2cm. Analysis was completed. No lead anomalies found.

Event description:
Related manufacturer reference number: 2017865-2021-11453. It was reported the patient presented in clinic for a device check. Upon interrogation, it was observed the implantable cardioverter defibrillator had inappropriately delivered shock after incorrectly diagnosing rhythm. There was also evidence of intermittent right ventricular lead capture, high capture thresholds and oversensing present. The right ventricular lead was explanted and replaced. The patient was stable.